Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported patient is having a lot of problems with the implanted neurostimulator since about a month ago. Caller stated they charge up the implant to 100% at night and in the morning the implant is at 40% or 50% charged. Patient stated they charge the ins to 30% and turn ins on, and they get strong shocking and have to turn off the ins. Agent asked if patient had fall or trauma and patient said no. Agent confirmed they did not have changes on the therapy setting. Agent reviewed device function and recommend patient consult with hcp ofc for next steps.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.